Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The reported gladius guide wire was returned for evaluation. From approximately 50mm distal to the proximal solder (set at 110mm from the tip for the purpose of fixing the coil onto the core), the coil was found elongated for approximately 660mm. The polymer jacket was found intermittently torn apart along elongation of the coil. At approximately 102mm distal to the proximal solder, the core was found fractured. Observation by scanning electron microscope (sem) found that the fracture end of the core had a flat fracture surface and helical marks were observed on the core shaft near the fracture end. These findings indicated that accumulated torsion had contributed to the observed fracture of the core. The ball tip was attached on the distal end of the gladius. For observation purposes, the polymer jacket and the inner coil were removed to expose the core fracture end on the distal side. The distal side of core fracture was found located at approximately 8mm from the tip. Observation of the core fracture end by sem found a flat fracture surface and helical marks on the core shaft near the fracture end just as seen on the proximal side. The elongated coil remained in one piece. Measurement of the returned guide wire and correspondence of the core fracture ends confirmed that there was no missing part of the core. However, as the polymer jacket was severely damaged, it was unable to determine if there was a missing piece of the polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed core fracture on the returned gladius. The applied stress would accumulate and exceed the product design limit when the tip was being caught and restricted its movement by the lesion, fracturing the core. Further applied tensile stress generated with removal then made the coil elongate along with tearing of the polymer jacket. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned guide wire, it was unable to completely rule out a possibility that some polymer jacket fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
It was reported that an asahi gladius guide wire was used in a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the anterior tibial artery. When wiring the lesion using the gladius with the support of an asahi corsair armet microcatheter, wire operability became deteriorated. After removal from the patient anatomy, the coil of the gladius was found fractured. A new guide wire was replaced to resume the procedure. Plain old balloon angioplasty (poba) was successfully completed with reestablished blood flow. The physician commented that the whole gladius was removed from the patient anatomy and there were no adverse patient effects related to this event.